Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter questioned thyroid results for 1 patient tested on a cobas e 801 module. The patient has hyperthyroidism who stated he had been off of medication for 1 year. On (B)(6) 2019 the patient had the following results from the e801 module: elecsys tsh (tsh): 3.13 miu/l. Elecsys ft3 iii (ft3 iii) 8.26 pmol/l. Elecsys ft4 iii (ft4 iii): 24.30 pmol/l. These results were reported outside of the laboratory. Based on these results, the patient began to take 2 methiomidazole per week. There was no allegation that an adverse event occurred due to the patient starting this medication. On (B)(6) 2019 the patient had the following results from the e801 module: tsh: 10.10 miu/l. Ft3 iii: 8.07 pmol/l. Ft4 iii: 23.00 pmol/l. On (B)(6) 2019 the patient had the following results from the e801 module: tsh: 5.38 miu/l. Ft3 iii: 8.01 pmol/l. Ft4 iii: 23.2 pmol/l . These results were reported outside of the laboratory where they were questioned as they were inconsistent with the patient's clinical history. The sample from (B)(6) 2019 was tested by the beckman method with the following results: tsh: 5.07 miu/l. Ft3: 4.7 pmol/l. Ft4: 8.84 pmol/l. The results for ft3 iii and ft4 iii are discrepant between the e801 module and the beckman method. The tsh results are comparable between both methods, however, the patient's tsh results are questioned as they don't correspond to the clinical picture for the patient. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results and medwatch with patient identifier (B)(6) for information on the ft4 iii results. The e801 module serial number was (B)(4).

Manufacturer narrative:
The qc data was acceptable the day of the event. The patient sample was requested for investigation, but could not be provided. The investigation did not identify a product problem. The cause of the event could not be determined.